Event description:
On 1/13/98, the pt reported the device "began to pump up one tube more than the other and the penis bent into a "c" shape. This one also failed when the tubes ruptured and lost the fluid."